Event description:
It was reported that during an ablation procedure with an intellanav mifi oi catheter, the irrigation port of the catheter was fractured and leaking fluid. As a result, this catheter was replaced and the procedure was completed without any patient complications. This catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt, this intellanav mifi oi catheter was thoroughly analyzed in our quality assurance laboratory. Visual inspection revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
It was reported that during an ablation procedure with an intellanav mifi oi catheter, the irrigation port of the catheter was fractured and leaking fluid. As a result, this catheter was replaced and the procedure was completed without any patient complications. This catheter has been returned to boston scientific and laboratory analysis was performed.